Manufacturer narrative:
Manufacturer's investigation conclusion: the reported backup battery faults were confirmed via log file analysis. The heartmate iii system controller (serial #: (B)(4)) was not returned; however, the 11v backup battery (serial #: (B)(4)) was returned for analysis. A log file was submitted for analysis spanning approximately 6 days (07may2021 ¿ 13may2021 per timestamp). On 12may2021 at 16:07:51 - 16:15:13 there were backup battery fault alarms due to a failed load test. This alarm remained active until 12may2021 at 16:15:16 when the backup battery was reseated. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold when being compared to the unloaded voltage there were no other notable alarms in the log file. Pump operation was not affected. The returned 11v backup battery was tested and passed all stages of testing. The backup battery was able to charge, able to pass a self-test, and was able to pass a load test. The backup battery was able to support pump function as well. The reported event of a backup battery fault was not reproduced. The root cause of the reported backup battery fault was not able to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. The device history records were reviewed and the records revealed the heartmate 11v backup battery was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including backup battery fault alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the backup battery was changed due to expiration and since then the new backup battery was reseated twice. Log file analysis captured a few backup battery faults on (B)(6) 2021 that appeared to resolve on their own. It was reported that the patient reseated their backup battery on their own on (B)(6) 2021 which resolved the issue. The patient was educated on not reseating the backup battery at home.